Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). According to the complaint description, the device alarmed with o2 sensor missing and o2 cell calibration needed. It is important to emphasize that no harm to the patient was reported. Additionally, the logfiles have not been received for analysis. Following the event, the o2 cell was replaced. After replacement of the component, the device functioned as intended. Hamilton medical considers this case closed.

Event description:
Hamilton medical ag received the following event description: the device alarmed with o2 sensor missing and o2 cell calibration needed. Ventilator was replaced. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device was started, and o2 calibration was completed as part of the pre-op procedure. Several hours later, at 00:17:11, the first 'o2 sensor missing' error occurred. Over the next hour, an additional four errors were recorded. Ventilator was replaced. No harm to the patient was reported.